Manufacturer narrative:
The event description was updated based on additional information provided by the 3rd party. Cause investigation and conclusion and rationale for why this report is retracted a review of the manufacturing records and the sterilization records indicated the device met pre-release specifications. The physician has sent the explanted devices to an independent 3rd party for evaluation. The 3rd party provided gore with their macroscopic analysis results of the explanted devices. The analysis results have been reviewed by gore explant scientists. The vsx device enabling direct assessment of product performance was not returned to gore for evaluation. The gore explant scientists explant evaluation report summary states the following: minimal, scattered red/brown and tan tissue was present on the observable abluminal surface. The observable lumen was generally devoid of tissue. However, the lumen was generally unobservable, and the patency of the specimen could not be determined with the information/images provided. The device was contained within the ipsilateral leg of the trunk, with only a small portion extending from the distal aspect of the ipsilateral leg. From gross images all material disruptions (i.e., material transection), appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during the explant procedure. No information was provided to confirm the presence or absence of the reported infection and no determination can be made from the provided information. The root cause of the infection could not be determined based on available information. It was reported to gore that the infection was caused by a complication at the right puncture site with a positive sample for staphylococcus aureus after a prior implant procedure. Therefore, the reported information does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication was attributed to a non-device related and/or pre-existing infection in the field of treatment. A device infection attributable to a non-device related and/or pre-existing infection in the field of treatment is considered to be not reportable. This event no longer meets the criteria of a reportable incident and therefore is being closed out as a non-reportable event.

Event description:
It was reported to gore that the patient presented with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis on (B)(6) 2023. Reportedly a complication potentially related to the procedure occurred at the right puncture site: a positive sample for staphylococcus aureus was identified. Subsequently an infection of the device occurred. Therefore the patient was treated by antibiotics therapy (pyostacin) and they planned to explant the device. While waiting for the allograft to be delivered, they found an endoleak type ib from the right graft limb. On (B)(6) 2023 a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted to treat the type ib endoleak. On (B)(6) 2023, both devices were explanted due to the infection. An allograft was used to treat the lesion. As reported gore, the infection might be related to the implantation procedure of the gore® excluder® conformable aaa endoprosthesis. Reportedly the explantation procedure was complicated by ischaemia-reperfusion syndrome and haemorrhagic septic shock. Ischaemic colitis was subsequently diagnosed. On (B)(6) 2023, the patient died due to multivisceral failure.

Event description:
It has been reported to gore that the patient presented with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis on (B)(6) 2023. It remains unknown if apposition/seal of the device to the aortic wall achieved at the completion of the procedure. After the procedure, in (B)(6) 2023, there was a complication at the right puncture site with a positive sample for staphylococcus aureus. It remains unknown if the patient has had a history of pre-existing infection in the field of treatment. The patient was given antibiotic therapy (pyostacine). Reportedly on (B)(6) 2023, a gore® viabahn® endoprosthesis with propaten bioactive surface has been implanted in order to treat a type ib endoleak originating from the right limb (reported to FDA with report number 3007284313-2023-02721). On (B)(6) 2023, both devices have been explanted due to an infection. An allograft has been implanted to treat the lesion. Reportedly the explantation procedure was complicated by ischaemia-reperfusion syndrome and haemorrhagic septic shock. Subsequently ischaemic colitis was diagnosed. On (B)(6) 2023 the patient died due to multivisceral failure.

Manufacturer narrative:
D10 concomitant medical products: gore® excluder® aaa endoprosthesis h6-b14 and c19: . A review of the manufacturing and the sterilization records indicated the device met pre-release specifications. H6-b13: additional information to the event, the infection, and treatment modalities have been requested from the physician. The answers are captured in section b5. H6-b17 and h3-other: the physician has sent the explanted device to an independent 3rd party for evaluation. Investigation (macroscopic and microscopic analysis of the explanted vascular graft after cleaning) was performed by the third party. The explanted device was not returned to gore for evaluation. Instead, they provided analysis results to gore, which is being reviewed by gore explant scientists. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.